Event description:
The customer reported approximately 6 ml of clear fluid leaked from the probe of the coulter act diff analyzer at the end of the startup cycle. The customer indicated that the leak was not contained within the instrument. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the leak from the probe during startup only and the instrument generated vacuum errors. The fse replaced the vacuum pump, pneumatic manifold, low vacuum regulator, and vacuum filter to resolve the leak and vacuum errors. The fse verified the repairs as per established procedures and results met published specifications. (B)(4).